Event description:
The caller reported that the insulin pump alarmed no delivery during a bolus and basal. Customer's blood glucose level was 411 mg/dl. Troubleshooting was not completed because the customer was at school. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.